Manufacturer narrative:
Corrected date of when the start of the increase in low positive results occurred from (B)(6) 2023 to (B)(6) 2023.

Event description:
The customer did not specify any false positive results, but reported an increase in low positive results starting on (B)(6) 2023 for the sars-cov-2 target on the alinity m resp-4-plex assay. The customer did not provide the information on the sample ids (sid) and did not inform if any suspect sids were re-tested. Contamination was suspected. No abnormal signal could be seen on the curves. The customer performed environmental contamination checks that indicated contamination. The customer was advised to perform the weekly maintenance and to clean the instrument. The technical application specialist (tas) went on site and performed additional environmental swabbing. The results showed that the sars-cov-2 contamination was everywhere in the laboratory (mostly on the door knobs). The tas asked the team to decontaminate the building and test again. The results came out negative and the customer is using the instrument again. There was no report of impact to patient management. This evaluation is being performed as a worst case false positive case. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Event description:
The customer did not specify any false positive results, but reported an increase in low positive results starting on (B)(6) 2023 for the sars-cov-2 target on the alinity m resp-4-plex assay. The customer did not provide the information on the sample ids (sid) and did not inform if any suspect sids were re-tested. Contamination was suspected. No abnormal signal could be seen on the curves. The customer performed environmental contamination checks that indicated contamination. The customer was advised to perform the weekly maintenance and to clean the instrument. The technical application specialist (tas) went on site and performed additional environmental swabbing. The results showed that the sars-cov-2 contamination was everywhere in the laboratory (mostly on the door knobs). The tas asked the team to decontaminate the building and test again. The results came out negative and the customer is using the instrument again. There was no report of impact to patient management. This evaluation is being performed as a worst case false positive case. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. Environmental contamination could not be ruled out as the cause for the reported discrepant results. After the de-contamination and cleaning procedures, no additional reactive environmental swaps were found. Furthermore, all samples were near level of detection (lod). As such, results may not be reproducible. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 382437. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 382437 was not identified.